Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a contact failure occurred in the battery. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26nov2018. Date of manufacturer: 19nov2018. Philip's international service technician could not confirm the reported issue. The technician checked the unit overall, run-in tested, cleaned, and functionally tested the unit and no abnormality was confirmed. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.